Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed at the last follow-up. Since then, there has been a left ventricular oversensing that occurred on atrial sensing complexes, which appears to be left atrial oversensing. This did not occur prior to reprogramming. Reprogramming efforts have been made. Currently, this crt-d remains in service and no adverse patient effects have been reported.